Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 corrected field: g4 the device was inspected by the field service engineer (fse) and the reported failure was confirmed on site. In addition, the following reportable malfunctions were identified during the device evaluation: the o-ring was damage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a leakage was found around the high-pressure hose seal; due o-ring damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device high pressure hose leaking around seal. The issue occurred during maintenance. There were no reports of patient involvement.